Event description:
Additional information noted that the procedure went smoothly and the patient was fine.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Interrogation revealed that the pulse generator was in backup vvi operation. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.